Event description:
A nurse reported that a corneal burn occurred during a right eye cataract procedure. The cassette primed, however, there was minimal fluid in the fluid bag. The occlusion bell rang. The cassette was replaced and the same thing occurred. The procedure was completed using another console. There reporter informed that six sutures were placed at the wound site and they eye was patched. Additional information regarding patient current status and product sample have been requested for this event.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The order was built and released per specification. The customer returned two samples, the returned samples were visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).